Event description:
It was reported that 2 months ago the patient heard a clicking noise for some seconds during a week. Since 1 week ago the patient no longer has any access to the sound; except for the first 30 seconds every time he puts on the audio processor. All external components have been checked and changed, despite the change, the patient still has no access to sound. Testing carried out showed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.